Manufacturer narrative:
Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. Visual inspection and functional testing were conducted on the returned device following internal procedures. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system and it was recognized and visualized correctly. No signal noise or electrical issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The carto 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. (B)(6). G4. PMA/510k: p030031; p040036. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch catheter and there was signal interference was observed on all channels. It was initially reported by the customer that when connecting the st catheter, bs ECG and other signals (including the st signals) were very distorted. Changing cable didn't solve the issue. Changing catheter did. There was no patient consequence. On 18-may-2026, additional information was received indicating signal interference was observed on all channels on both the carto 3 system and the recording system. The physician did not have any intact ECG signal available to monitor patient heart rhythm, they had to remove the catheter. Based on the information received indicating there were no signals available to monitor the patient¿s heart rhythm during the procedure, the event was reassessed as an MDR reportable malfunction.